Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, an air in line alarm was not reproduced. Evaluation performed downstream occlusion testing and the device passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor being out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion at 22 pounds per square inch. This occurred during preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.